Event description:
Boston scientific received information that this s-ICD system was explanted due to on-going infection anomalies. The patient was hospitalized on antibiotic therapy. No information provided on a replacement system at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.